Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a display and beep or audio anomaly. Blood glucose level at the time of the incident was 7.8 mmol/l. It was indicated the screen was flashing black and white and the audio was on and off. The product is expected to return.

Manufacturer narrative:
Device had blank solid white lcd with audio beeps due to cracked lcd glass. No blank flashing white lcd noted. Unable to verify missing segments due to blank solid white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank solid white lcd.